Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction new event code (s) added. No change to root cause or malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received indicating the capsule ruptured during irrigation/aspiration and reported the intraocular lens (iol) was not the cause.

Event description:
New information was received indicating the patient experienced poor visual acuity but was reported the intraocular lens (iol) was not the cause.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported that post implantation of an intraocular lens (iol) it was not proper for the patients eye. Lens was exchanged with a new one. Additional information was requested.

Event description:
Additional information was received, reporting that during surgery. Capsule rupture occurred, when irrigation/aspiration was performed. As the intraocular lens (iol) was dropped down vitreous. It was picked up and located in the capsule. A week later, during a follow up. It was noticed, that the iol fell into vitreous. A 3-piece haptic iol was fixed out of the bag.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The optic has been crushed over two posts in the lens case, from being returned positioned incorrectly in the lens case. The portions of optic are missing, where it was crushed on the posts. The lens was cleaned with lphse. Marks are observed on the optic, which appear to have been caused by a surgical instrument, possibly during the lens removal. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown, if qualified products were used. New information was provide, that the capsule rupture, occurred when irrigation/aspiration was performed. As the iol was dropped down vitreous, it was picked up and located in the capsule. On follow up, it was noticed, that the iol fell into vitreous. Per a surgeon, there was no causality between the event. And the iol. 3-piece haptic iol was fixed out of the bag. The manufacturer internal reference number is: (B)(4).